Event description:
Sae# 052-040l001: allegedly, patient had superficial infection 03/13/2014. (Left) sade # 052-040l-4 : additional information received on 03/16/2021 from clinical: adding sade narrative #4. Allegedly, subject was seen in clinic (B)(6) 2016 and an ultrasound was ordered for query pseudoutumor. Pain was ongoing. Ultrasound did not show evidence of a pseudotumor. Revision surgery was scheduled and completed (B)(6) 2019 as an outpatient surgery. Operative notes indicate metallosis as the diagnosis.

Manufacturer narrative:
Additional information received on 03/16/2021: updated incident description, explant date and adverse event problem codes. The alleged metallosis complications associated with this event are investigated and addressed through complaint investigation of metal on metal hip implants.

Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient had superficial infection. (Right) (B)(6).